Manufacturer narrative:
Device was returned and evaluated against the complaint. Visual inspection found the 1st thread to be chipped away from the tip of the shaft. A small portion of the face of the tip is also chipped. Surface scratching and scuffing was observed on the shaft. The large hex feature is nicked, dinged, and scratched. Review of the device history records identified no deviations or anomalies during manufacturing. It was reported the device was cross-threaded during the assembly of cup and inserter. However, without additional information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the inserter was cross threaded during implantation of the cup. A back up was used and no time was lost. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.